Event description:
It was reported that the case was going smoothly until the doctor used the osteotomy jack to open his cut. The jack stopped opening or closing once he had the cut open to about 5mm. With no other way to open osteotomy, he decided he could not use the ibalance implant. Doctor tried to open osteotomy with smooth lamina spreaders, but the tibia was too unstable and was rotating. He decided to plate with synthes locking proximal tibia plateau and come back in three months to finish hto with puddu/locking plate.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the two returned mating parts, an (B)(4), opening jack turn key, and the (B)(4), jack back arm, were lodged together and could not be taken apart. This complaint is still under investigation. At the current time the cause of the event cannot be determined. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.